Event description:
The initial implant occurred in 2004. At a follow up visit, a type I distal endoleak was identified in the right common iliac. The right common iliac was aneurysmal and an aortic extender was positioned in the ipsilateral side, ballooned & deployed without incident. Another angio was performed that detected the endoleak was still present. Another aortic extender was then positioned and deployed to further extend the device without incident. The angio was repeated and revealed that the type I endoleak was resolved. Additionally, the presence of a type ii endoleak was questionable. The implanting physician planned to discuss with the patient's primary care physician regarding withholding the patient's antiplatelet meds (coumadin) for a month. At that time, the possible type ii endoleak would be evaluated.